Event description:
It was reported that prior to the implant of a transcatheter valve, while performing a pre-implant balloon aortic valvuloplasty (bav) and passing the balloon over the non-medtronic guidewire, a temporary conduction disturbance occurred. Following the removal of the balloon, the conduction disturbance resolved. Following the implant of the transcatheter valve at an implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), another unspecified conduction disturbance occurred. Spontaneous rhythm and the conduction disturbance alternated over time; therefore, temporary pacing was inserted as a precaution. Following the implant procedure, the patient was monitored over a period of 3 days with temporary pacing in place.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012697475); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, while performing a pre-implant balloon aortic valvuloplasty (bav) and passing the balloon over the non-medtronic (safari) guidewire, a temporary conduction disturbance occurred. Following the removal of the balloon, the conduction disturbance resolved. Following the implant of the transcatheter valve at an implant depth of 3 millimeters (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), another unspecified conduction disturbance occurred. Spontaneous rhythm and the conduction disturbance alternated over time; therefore, temporary pacing was inserted as a precaution. Following the implant procedure, the patient was monitored over a period of 3 days with temporary pacing in place. Additional information was received that second-degree heart block occurred when the wire was inserted and persisted when the delivery catheter system (dcs) was inserted. The block occurred intermittently during the procedure but resolved immediately after.